Event description:
Press trigger green light, but would not stop beeping... Opened a new one to complete the case.manufacturer response for sonicision, (brand not provided) (per site reporter).======================took a description of the problem, issued rga#, and sent a return kit.